Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus found around outlet bearing. Specific component(s) involved: other component malfunction, specify. Additional text: other component: outlet bearing. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: heart transplant. Implant device type: lvad. Malfunction device type:.